Event description:
It was reported by repair work order that the casters wont roll. The front end right wheel was broken and the left caster was broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.